Event description:
It was reported that the buttons on the insulin pump were not working. Customer went to bolus and noticed that the act button was unresponsive. Customer mentioned that they were by a river and the insulin pump could have gotten damp. No further information reported.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.